Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI). Upon interrogation, it was noted that the ventricular and atrial leadless pacemakers (lp) were found in emergency pacing mode. It was noted that the patient experienced radiation treatments but it was unknown if this was the reason for the emergency pacing. The lps were programmed back to normal settings. The patient was stable.